Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by a nurse that the customer got hospitalized due to high blood glucose with blood glucose of 414 mg/dl at the time of the incident. The customer was at 128 mg/dl at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The caller stated the pump was making strange sounds when trying to deliver a bolus. The caller stated the customer's blood glucose only went down after switching to another pump. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected motor noise during testing. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.